Manufacturer narrative:
H6: patient code added. H6: impact code added.

Event description:
Reported via patient call center. It was reported that pericardial effusion and hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. It was stated that the patient had a successful closure device implant procedure, but the patient had to be taken back to the hospital on (B)(6) 2025 due to low blood pressure. While the patient was in the hospital, it was determined that the patient had a nick in the heart sac. The physician stopped blood thinning medication and surgery was performed to drain the fluid around the heart and in the right and left lungs. The patient was in the hospital for two weeks and then went to rehabilitation. No further information was provided at the time of this report.

Event description:
Reported via patient call center. It was reported that pericardial effusion and hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted on (B)(6)2025. The patient was discharged. It was stated that the patient had a successful closure device implant procedure, but the patient had to be taken back to the hospital on (B)(6) 2025 due to low blood pressure. While the patient was in the hospital, it was determined that the patient had a nick in the heart sac. The physician stopped blood thinning medication and surgery was performed to drain the fluid around the heart and in the right and left lungs. The patient was in the hospital for two weeks and then went to rehabilitation. No further information was provided at the time of this report.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via patient call center. It was reported that pericardial effusion and hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. It was stated that the patient had a successful closure device implant procedure, but the patient had to be taken back to the hospital on (B)(6) 2025 due to low blood pressure. While the patient was in the hospital, it was determined that the patient had a nick in the heart sac. The physician stopped blood thinning medication and surgery was performed to drain the fluid around the heart and in the right and left lungs. The patient was in the hospital for two weeks and then went to rehabilitation. No further information was provided at the time of this report. It was further reported through good faith effort (gfe) that there were no watchman implant procedures on (B)(6) 2025. This complaint will be close as not a complaint.

Manufacturer narrative:
B5. Describe event or problem: updated with additional information received. H6: patient code corrected. H6: impact code corrected.